Manufacturer narrative:
While trouble-shooting with the customer, customer service discovered the test stirps the customer was attempting to use were expired. The error message is an attempt to warn customer's that their test strip is expired and should not be used for testing. Device was functioning as designed. Customer service arranged to replace customer's expired product. No investigation will be done. This is a final report. It should be noted: several attempts have been made to contact the customer to gather additional information about the medical event, and the treatment she received at the hospital without success.

Event description:
Customer reported receiving an error message on the display of her precision xtra blood glucose meter and subsequently experienced a loss of consciousness. She further reported sustaining injuries to her head and arm. Customer self-presented to a local hospital where she was given an x-ray of her arm and morphine sulfate for her pain. There was no report of death or permanent injury associated with this event.